Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. The reporter confirmed that there was no noted moisture ingress into the pump related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: there were 3 battery compartment cracks observed during testing. Two cracks was observed on the left side of the bumper pad and one was observed below the bumper pad. The returned battery cap was able to secure to the pump to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.